Event description:
It was reported that the lead had an increase in thresholds with reduced r-wave amplitude. The lead was explanted. No patient complications were reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the defibrillator conductor was distorted and the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had a white substance, blood/body fluid, cosmetic environmental stress cracking, and was melted. The inner insulation was torn and there was blood in/on the helix/lobe mechanism. There was a tip electrode issue (non-elect) and the lead was stretched. Visual analysis revealed apparent explant damage. The lead was received at analysis with the steroid ring missing. It cannot be determined at this time when this occurred. There is only one set of setscrew marks on the is-1 pin and it is too proximal. The lead was not fully inserted into the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.